Event description:
Customer reported an issue with incorrect time settings on their device, which led to a low blood glucose level of 52 mg/dl. To address this, customer consumed carbohydrates. Technical support assisted by updating device time and advised customer to monitor for recurring discrepancies, which customer acknowledged and understood.